Event description:
Impactor handle broke.

Manufacturer narrative:
Examination of the returned instrument was unable to confirm the reported event of the handle being broke, however examination of the returned device shows that the threads on the tip are nicked and damaged, and the handle has deep nicks and gouges. The root cause is attributed to misuse and heavy usage. The vendor date code (B)(4) indicates the instrument was manufactured october of 2008 and is over 5 years old. Based on the root cause of misuse and wear out, corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.